Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The procedure was conducted in an emergency as the patient presented with a large posterior prolapse and a chordal rupture. Three mitraclips were successfully implanted without issue. A fourth clip (xt) was then advanced in the patient but it was noted that visualization was difficult due to the previously implanted clips. The fourth clip was implanted but detached from the anterior leaflet (single leaflet device attachment (slda)). A fifth clip was then implanted to secure the slda clip. The procedure was complete with a final mr grade of 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported poor imaging is due to procedural conditions. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.